Manufacturer narrative:
Investigation: sealed packaged 10ml syringes were received: 4 from batch #8303893 and 3 from batch #8247606 (p/n 300912). Each syringe was taken out of the package and visually evaluated. The plunger was pulled back to evaluate the stopper. A small amount of silicone presence was observed on the stopper surface and the barrel roof area. The silicone amount observed was normal and expected amount for this product per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that eight bd¿ syringe ll eurographics had a grease film on the black end of the piston. Foreign complaints the following information was provided by initial reporter, translated from german to english: ¿ it is visible a (grease) film on the black end of the piston. Eight samples were picked directly at the customer on (B)(6) 2019. ¿

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8247606, medical device expiration date: 2023-08-31, device manufacture date: 2018-09-04. Medical device lot #: 8303893, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-30. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that eight bd¿ syringe ll eurographics had a grease film on the black end of the piston. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: ¿it is visible a (grease) film on the black end of the piston. Eight samples were picked directly at the customer on (B)(6) 2019. ¿